Event description:
It is reported that a sprinter otw balloon dilation catheter was been used. Device was removed from packaging per IFU and inspected prior to use with no issues noted. Negative prep was performed and no issues were noted. During inflation it was noticed that there was a leak. There was no patient injury reported. Device evaluation: negative purge did not indicate a leak possibly due to crystallized residue in the inflation lumen. Negative purge was performed and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. When an attempt was made to inflate the device using an indeflator, the device would not hold pressure. A short radial tear was visible distal to the inner shaft marker on the body of the balloon. The tear was jagged and uneven indicating that the balloon material was damaged prior to leak.

Manufacturer narrative:
(B)(4). Evaluation results: (deformation problem) - balloon 326 related to operational context - root cause of the balloon tear is most likely procedural related. Conclusion results: related to operational context - root cause of the balloon tear is most likely procedural related.